Event description:
It was reported by the customer that thebd pyxis¿ medstation¿ es auxiliary encountered an issue where the prn orders were not crossing over to the station. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossed over to the station. The technical support specialist (tss) remotely connected into the server and checked the frequency code and found that the code "tidprd" is not mapped to anything. The tss communicated this to the customer. Then, the customer resolved the issue. The system functioned as intended after the technical support specialist assessed the device.